Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system was inserted via vascular access in the right femoral artery. An anticoagulant was administered during the procedure. Following the valve implant, a hemorrhage at the access site and a peripheral vascular thromboembolism were observed. The cause was not reported. Subsequently, endovascular therapy (evt) was performed due to an occlusive thrombus formation in the left femoral artery. Vascular patency was confirmed and the procedure was completed. Several hours later, the patient's blood pressure decreased. Hypovolemic shock due to hemorrhaging from a small blood vessel in the left thigh at the time of the evt was identified. The condition improved with fluid replacement, and the left femoral swelling was identified via a contrast study, but it was noted that hemostasis was achieved. The condition stabilized; however, cardiac arrest occurred the next day. Cardiopulmonary resuscitation was performed and return of spontaneous circulation was achieved. Severe acidosis was identified, along with a progression of anemia, and non-occlusive mesenteric ischemic (nomi) was suspected. Per the family's wishes, no further intervention was performed. Subsequently, the patient died the same day. The cause of death was reported as nomi. Per the physician, there was no relation to the valve nor the implant procedure.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 23-may-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.